Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, diabetic ketoacidosis, and loss of consciousness resulting in a hospitalization; cause of high bg and ketones was due to an occlusion. A healthcare provider identified the ketone levels as dangerous. The customer was treated with intravenous fluids while hospitalized. During a follow up, it was reported that the customer's hospitalization was due to lack of the appropriate follow up and response to the occlusion alarms. Additionally, it was reported that the patient was terminating boluses without reason. Customer was released from the hospital on (B)(6) 2023 with issue resolved. Reportedly, the customer would revert to manual injections.